Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high thresholds and low r waves. A revision procedure was performed wherein the physician attempted to reposition this lead however the helix was unable to be re-extended for repositioning. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.